Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se inspected and secured the breath delivery (bd) central processing unit (cpu), graphic user interface (gui) cpu and gui display connections. The se was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.